Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks due to oversensing of non-physiological noise in the primary sensing vector. The patient was hospitalized and the device deactivated pending technical services (ts) review. Ts reviewed the device data and suspects lead mechanical issue or connection issue. Ts recommended further testing and system revision with verification of the signal amplitudes with the automatic screening tool before the procedure. New information received indicates that the system was explanted and not reimplanted per patient request.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks due to oversensing of non-physiological noise in the primary sensing vector. The patient was hospitalized and the device deactivated pending technical services (ts) review. Ts reviewed the device data and suspects lead mechanical issue or connection issue. Ts recommended further testing and system revision with verification of the signal amplitudes with the automatic screening tool before the procedure. New information received indicates that the system was explanted and not reimplanted per patient request.